Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a nuisance upstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification. The customer reported nuisance upstream occlusion was reproduced during evaluation. A review of the event history log identified nuisance upstream occlusion alarm. The cause was determined to be an out of specification upstream sensor. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.